Event description:
The cusotmer reported out of range normal control solution results with tst strips. On 8/20/96, he opened the second bottle in a box of fifty and obtained back to back control solution results of 5 and 8 mg/dl with strips versus a normal control solution range of 114-170. The control solution, another brand normal control solution, lot# vc075, expiration 3/97, was opened two months ago and was shaken vigorously before the sample was applied. The customer called the customer support line and with the representative, perfromed a normal control solution test. The result was 6 mg/dl. Also with the representative, performed a check strips test, th result was 94 versus a range of 88-109. The desiccant was taken out by the customer when he opened the bottle. The strips were stored in his bed table. The customer stated that the first bottle in the box performed accurately.